Event description:
Caller reported that insulin gauge displayed a different amount than expected, with the pump showing 135 units instead of the anticipated 240+ units. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in reloading the same cartridge, and the caller was instructed to disconnect and deliver a 10.2 unit bolus to update the insulin estimate, which then correctly displayed 180 units as expected. The issue was resolved.